Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged as confirmed through x-ray, which resulted to low sensing and low pacing impedance measurements. In addition, the low sensing lead to double counting of the qrs complex and t-wave which caused inappropriate shock therapy. The lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.